Event description:
It was reported that when the bronchovideoscope was connected to the xenon light source there was no image displayed. While speaking with the olympus technical assistance center (tac), the customer reported that two other unknown suspect scopes were inserted into the tower and also displayed no image. No error codes were displayed. The customer then connected the suspect scope to another olympus tower and inserted the suspect scopes to narrow down the issue. The customer had two towers side by side and found that the scope works in the other tower. The customer attempted additional troubleshooting and still no image was displayed. Tac advised the customer to return the processor device to olympus for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, e2, e3, g2. The device was not returned to olympus for inspection, and the customer's reportable malfunction of no video image was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had no image. It is unspecified when the issue occurred. There were no reports of patient harm.